Event description:
A customer contacted beckman coulter inc (bci) in regards to erroneously high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results generated by unicel dxc 800 pro synchron clinical system. Some of the results were reported out of the laboratory. Repeat tests were performed for some of the samples on the same and on an alternate instrument. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc is run every 8 hours. After analyzer had been in standby for at least an hour, high na, k, cl, and co2 results were generated. The laboratory temperature is monitored and stable. The customer replaced na measuring and na reference electrodes. A culture test on the system was negative. A bci engineer replaced the sample syringe barrel and tip, the ratio pump seals and the cl electrode tip. As of (B)(4) 2010, there were no further calls to hotline for the problems. A definitive root cause has not been determined for this event.